Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05652. It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient presented with a baseline pericardial effusion (pe). Transseptal puncture (tsp) was noted to be difficult; it was posterior and mid in position. A watchman® access system (was) was used with a 33mm watchman ® laa closure device & delivery system (wds). As the closure device was being deployed, some tenting of the laa was noted. The device was deployed and an effusion check revealed no change in the pe size. A partial recapture was performed to bring the device more proximal; this was successful. An imaging sweep showed no change in the pe. The closure device met criteria and was released. Post effusion check shows effusion, but no change from baseline. Post procedure activated clotting time was 450sec, no heparin reversal given. The devices were removed and the patient was transferred to the post anesthesia care unit (pacu). An hour and a half later, the physician was called to the pacu. The patient¿s systolic pressure was 77. The bedside echocardiogram showed a larger effusion, but no tamponade. The patient was taken back to the cath lab and pericardial tap was performed successfully with 360cc of blood removed. The patient¿s pressure improved to 135 systolic and heparin reversal was given. However, the drain was not slowing, therefore the patient was sent to surgery. The patient was hemodynamically stable during transfer. The physician suspected the tsp as the source of the leak. During surgery, a small perforation was noted and was resolved with a single stitch. The device remained implanted. It was later reported by the physician that the patient was doing fine. He had developed left leg ishemia due to a bypass graft going down and underwent a redo fem-pop bypass. This was not likely related. The patient was expected to be discharged home soon.